Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient received a 12 unit bolus via the pump without user intervention. The patient reportedly experienced a blood glucose (bg) value of 65mg/dl. The patient reportedly was treated to juice and the bg elevated to 79mg/dl. There was reportedly no insulin on board. The reporter denied tactile changes on the keypad. Customer support (cs) reviewed the pump and there was no indication of a pump malfunction. There were no alarms noted in the pump alarm history related to the reported event. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation boluses were being delivered via the pump without user intervention.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: during investigation, the pump powered on with vibratory and audible sounds. The pump was programmed on a 1.0 unit/hour basal rate and exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed. The pump successfully completed 29 hour flow accuracy test. Unrelated to the complaint, the display screen was found to be discolored. A test display was inserted and was found to operate properly with no visible signs of discoloration. The issue that boluses were delivered without user input was not able to be duplicated during the investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.